Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had channel error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "patient was receiving IV infusion via alaris pump and the channel failed. The staff removed the channel and reconnected it to ensure it was connected correctly. The pcu screen stated channel error. The channel was removed from service and sent to biomed. The channel was not infusion a critical life-saving medication at the time". There was no information on patient outcome. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
A copy of the medwatch report from FDA was received, which states, "patient was receiving IV infusion via alaris pump and the channel failed. The staff removed the channel and reconnected it to ensure it was connected correctly. The pcu screen stated channel error. The channel was removed from service and sent to biomed. The channel was not infusion a critical life-saving medication at the time". There was no information on patient outcome. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Correction: date of event, concomitant med prod data per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.